Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative upon repeat on a competitor assay (cepheid genexpert). Run files were requested, but the customer has not responded to this request as of (B)(6) 2021. It is known the genexpert targets (e gene, n2 gene) are different than the simplexa targets (s gene, orf1ab). The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# us10487, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. The investigation conclusion is pending the run files and further information from the customer. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# us10437 for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative upon repeat on a competitor assay (cepheid genexpert). The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided